Manufacturer narrative:
Updated event description.

Event description:
Additional information received from the consumer indicated the patient had in the course of a month, 3 shocks and they had gotten progressively worse. Follow-up was being conducted to obtain drug information, other medications taken at the time of the event, pertinent medical history, troubleshooting performed, actions/interventions taken and cause of the shocking sensation. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient woke up on the date of this report from a shock sensation noted as coming from the pump. The patient noted the sensation radiated down to his toes, back up his spine, into his head, and out his right arm. The patient didn't feel it on his left arm. The patient noted he had an electrical bed but no wires came into the mattress. The patient noted he was not wet and no other electrical things were by him. The patient had called into the office but one office he called was already gone for that day. No further information was provided. Follow-up was being conducted to obtain drug information, other medications taken at the time of the event, pertinent medical history, troubleshooting performed, actions/interventions taken and cause of the shocking sensation. If additional information is received, a follow-up report will be sent.